Event description:
It was reported that patient presented with intermittent oversensing of myopotentials on the ventricular channel. Patient felt pauses and lightheaded during periods of oversensing. The device was reprogrammed and no further issues were reported. Patient is fine.

Event description:
It was reported that patient presented with intermittent oversensing of myopotentials on the ventricular channel. Patient felt pauses and lightheaded during periods of oversensing. The device was reprogrammed and no further issues were reported. Patient...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.